Manufacturer narrative:
Concomitant medical product: model 310c25 valve, implanted on (B)(6) 2011; model 305c223 valve, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead exhibited under-sensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.